Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf patient code e2114 captures the reportable event of perforation. Imdrf impact coe f12 captures the reportable event of retrieval of the cutting wire inside the patient. Imdrf device code a0401 captures the reportable event of cutting wire broken. Block h10: the returned autotome rx 44 was analyzed, and a visual evaluation noted that the cutting wire was broken and kinked which are consistent with the findings when the device was observed under magnification and per media analysis on the provided photo. It was found that the cutting wire was blackened. Additionally, the broken proximal wire was not returned. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was broken, and blackened. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the problem found could have been generated if there was contact between the device and the scope during energization or if the generator exceeded the maximum of voltage during the procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wire's integrity and cause a premature cutting wire fatigue. Once the cutting wire breaks, any attempt to remove the device from the scope can lead to the broken section hitting the working channel of the scope. This can kink the cutting wire. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. The reported adverse event (perforation) is a known inherent risk and is documented in the device labeling and instructions for use (IFU) including both short and/or long term known complications or adverse reactions. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the duodenum and ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure. The exact procedure date was unknown. During the procedure, while the technician and the physician were bowing the device, the cutting wire of the autotome rx 44 broke into half. Half of the wire detached inside the patient and pierced into the patient's skin, and the physician had to retrieve it. It was unknown what device used to retrieve the detached piece. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. Note: photos of the complaint device outside the patient were provided by the customer and showed the cutting wire was broken and kinked.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the duodenum and ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure. The exact procedure date was unknown. During the procedure, while the technician and the physician were bowing the device, the cutting wire of the autotome rx 44 broke into half. Half of the wire detached inside the patient and pierced into the patient's skin, and the physician had to retrieve it. It was unknown what device used to retrieve the detached piece. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. Note: photos of the complaint device outside the patient were provided by the customer and showed the cutting wire was broken and kinked.

Manufacturer narrative:
Event date approximated based on the date the manufacturer became aware of the event. Imdrf patient code e2114 captures the reportable event of perforation. Imdrf impact coe f12 captures the reportable event of retrieval of the cutting wire inside the patient. Imdrf device code a0401 captures the reportable event of cutting wire broken.